Event description:
It was reported that the day after implantation, this right atrial (ra) lead experienced a dislodgement that was confirmed via x-ray. This lead was succesfully repositioned several days later. No additional adverse patient effects were reported.